Event description:
While performing initial count at beginning of surgical case, scrub technician opened suture package and found there were two (2) suture needles in package, instead of expected one (1). Scrub technician immediately handed off the package and circulating nurse gave her another package that contained one suture needle. Please note from picture that outer wrapping of suture product has different lot number and expiration date than inner cartridge that houses/secures suture needle. FDA safety report ID # (B)(4).